Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer had recently been experiencing high blood glucose levels. Caller also reported that the customer had some bent cannulas in the past. Blood glucose level at the time of the incident was 419 mg/dl, which was treated with bolus and manual injections. During troubleshooting, the insulin pump passed the high pressure test. The insulin pump was not replaced or returned for analysis.